Event description:
Silicone breast implant rt 1984, lt 1985, april 1994 complained of multiple joint pain- prosthesis both appear deformed on physical exam. 5/10/95 bilateral disrupted silicone breast implants removed entire area of both breasts infiltrated by silicone.